Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting myopotential oversensing that was causing pacing inhibition. Programming changes were performed to resolve the issue. The patient condition was unknown.